Event description:
It was reported the customer had a keypad anomaly. Customer stated their buttons would be unresponsive when they attempted to program their blood glucose for a bolus delivery. The customer stated the buttons would also get stuck. It was found the customer had been bumped before. The customer also reported experiencing high blood glucose for the past few weeks. Customer's blood glucose was 394 mg/dl. Customer had treated their blood glucose with a bolus delivery. Troubleshooting found the customer's insulin pump passed all functional testing. It was also found the customer had received no delivery alarms from the alarm history. Customer also stated their cannula was slightly bent. The customer was advised their insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.